Event description:
Despite attempts to obtain additional information, no further information could be obtained.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received. A memory download was performed. No resets and no recorded memory errors were displayed. Estimated longevity was about one and one-half years remaining. High ventricular outputs were programmed. Atrial and right ventricular impedances have decreased slightly during the past two months, but remain within acceptable labeling range. This information will be provided to the physician for their review and whether further additional diagnostic information is needed.

Event description:
Boston scientific received information that the patient with this device and right ventricular lead presented to the emergency department after experiencing dizziness. Interrogation revealed low capture thresholds and the electrogram revealed rv loss of capture of unknown duration. Review of the arrhythmia logbook revealed no events. No abnormal impedance measurements or noise were revealed. The ventricular outputs were reprogrammed from autocapture to a fixed output and no further loss of capture was observed. An x-ray may be performed, however the xray appeared normal. In addition, an internal technical service consultant was contacted. It was thought the device may be in retry and this may not be related to increased thresholds or indicative of a lead issue, however, this could not be confirmed. A recommendation was provided to perform a memory download during the next follow up visit. No further patient symptoms were reported.

Manufacturer narrative:
According to available information, this device and rv lead remain implanted and in service. Should additional information become available, this event will be updated.